Event description:
It was reported that the patient will undergo an exploratory surgery on midline incision and patient is concerned for infection. Additional information received that the patients infection was not device related. It was also noted that the previous case was thought to cause the infection. The patient was placed on antibiotics and patient was doing well postoperatively. The patients incisions were opened, and it was confirmed it was healthy. All devices remained in patient. The cultures were taken however it was negative for infection.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient will undergo an exploratory surgery on midline incision and patient is concerned for infection.